Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.

Event description:
The pt reported that she has been experiencing pain for 3 to 4 yrs at hernia site but pain has gotten worse over the past 3 to 4 mos. Pt was implanted in 1998 with bard mesh to repair an incisional hernia resulting from a gastric by-pass.